Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no procedure delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grip cable frayed to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation(s) not related to the customer reported complaint were also identified: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The thermal damage was found from the base of the exposed electrode. The unit passed electrical continuity test. No sign of damage on the conductor wire. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.101¿ - 0.233 in length and were not aligned with the tube axis. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.